Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. Age and weight were left blank as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that he performed a control test and obtained a reading of 10.9 mmol/l while using the contour next link 2.4 meter. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. Since the control reading was marked as blood, it was transferred to the insulin pump. There was no allegation of an adverse event. The customer was advised to return the control solution for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house contour next link 2.4 meter was tested with in-house contour next test strips and in-house contour next control solution from lot # 9bv2d18, which gave satisfactory performance. All readings obtained during in-house testing were within specification and properly marked as control tests. Additionally, a device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found.